Event description:
A consumer reported that a patient experienced inaccurate erratic readings while using a one touch meter. Pt has been using the ot meter since 1999. In 2001, patient passed out. Paramedics were called and pt's blood glucose was 94mg/dl on ot meter and 24mg/dl on paramedics' meter. Pt was transferred to hosp where pt was hospitalized for hypoglycemia. 13 days later, after discharge from hospital, pt experienced hyperglycemia and got hospitalized again with a blood glucose of 800mg/dl while the ot meter read 140mg/dl. No further information has been reported.